Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the patient stated that the controller was awful. The patient stated they kept getting error codes (ox43ad18a0) and it took 20-30 minutes to find the pump to get a bolus. The patient also stated the controller would not stay on and kept turning itself off. The agent walked the patient through closing out of the application and resetting the bluetooth and clearing the data. The patient was able to successfully connect to the pump and request/receive a boluses. The troubleshooting steps that were taken on the call resolved the issue. The patient reported that they were allowed 20 boluses a day.

Manufacturer narrative:
Continuation of d10: product type product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.